Event description:
It was reported that the patient experienced hypoglycemia to 44 mg/dl following a prior elevated glucose over 250 mg/dl, after which glucose rose post-meal and the ilet delivered insulin that was perceived to overcorrect; low glucose lasted about 30 minutes and the patient used glucose tablets and an energy bar. Symptoms included hypoglycemia. Outcomes included temporary interference with normal activities. Investigation included complaint review and user education regarding learning phase and correction behavior. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that the event was related to low glucose with an undetermined cause and no device malfunction could be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.